Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/31/2022, it was reported by a sales representative via email that an ar-8928bcj-cp achilles speedbridge implant system was explanted during a revision surgery on (B)(6) 2022. Additional information received on 10/31/2022. An ar-8928bcj-cp achilles speedbridge implant system and an abs-4200-034 amnion were implanted during original procedure on 2/18/2022. Due to chronic inflammation and pain, revision surgery was performed, and ar-8928bcj-cp was removed. Both surgeries occurred at the same facility.